Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer declined to provide additional information regarding the reported issue and declined troubleshooting with tandem technical support.